Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] hair loss [hair loss] menstrual bleeding & her menstrual flow lasts up to 10 days [prolonged heavy periods] loose teeth [loose tooth] excessive tiredness [fatigue extreme] the patient has deep pain at the time of sexual intercourse [painful intercourse] the patient has deep pain and bleeding at the time of sexual intercourse [post coital bleeding] she presented a lot of pain, endless cramps and a lot of swelling in the abdomen area [lower abdominal pain] she presented a lot of pain, endless cramps and a lot of swelling in the abdomen area [swelling abdomen] including the increase of nickel in the body [heavy metal poisoning] impairing her quality of life in an unquestionable way [impaired quality of life] lower back pain [low back pain] headache [headache] there is necrosis and of the reproductive area [vaginal necrosis] bone loss [bone loss], case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned abdominal pain. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), alopecia ("hair loss"), heavy menstrual bleeding ("menstrual bleeding & her menstrual flow lasts up to 10 days"), loose tooth ("loose teeth"), fatigue (" excessive tiredness"), dyspareunia ("the patient has deep pain at the time of sexual intercourse"), coital bleeding ("the patient has deep pain and bleeding at the time of sexual intercourse"), abdominal pain lower ("she presented a lot of pain, endless cramps and a lot of swelling in the abdomen area"), abdominal distension ("she presented a lot of pain, endless cramps and a lot of swelling in the abdomen area"), metal poisoning ("including the increase of nickel in the body"), impaired quality of life (" impairing her quality of life in an unquestionable way"), back pain ("lower back pain"), headache ("headache"), vaginal necrosis ("there is necrosis and of the reproductive area") and bone loss ("bone loss"). The patient was treated with ibuprofen as well as surgery (to remove essure). Essure was removed. At the time of the report, the alopecia, loose tooth, abdominal pain lower and bone loss had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, fatigue, dyspareunia, coital bleeding, abdominal distension, metal poisoning, impaired quality of life, back pain, headache and vaginal necrosis were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bone loss, coital bleeding, dyspareunia, fatigue, headache, heavy menstrual bleeding, impaired quality of life, loose tooth, metal poisoning, pelvic pain and vaginal necrosis to be related to essure administration. The reporter commented: the patient had not received the necessary assistance regarding the pain suffered after the insertion of the contraceptive method essure. The harmful act affected the right to free and conscious choice regarding family planning and frustrated the legitimate expectation of the appellant, who was exposed to damage and risks to her health about which she was not adequately aware. After years of medical negligence, it was found that pelvic pain in the lower back was directly linked to the use of contraceptives, medical documents connect pelvic and lumbar pain to essure. She had irreversible damage to her uterus and fallopian tubes, which had to be removed concomitantly with the contraceptive essure. The patient removed the essure, however, even after the removal the problems remained, consequences of the method are irreversible. The consequences were so serious that it was necessary to remove the uterus, fallopian tubes, and gallbladder. As a result of medical negligence, the patient lost her uterus and fallopian tubes. She underwent surgery to remove the organs. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-jul-2025: medical record received. Event adverse event is replaced with pelvic pain. New events back pain, headache, alopecia, heavy menses, loose teeth, vaginal necrosis, abdominal distention, abdominal pain lower, fatigue coital bleeding, dyspareunia, nickel in body, bone loss, impaired quality of life, fatigue were added. Additional reporter added. Medical history added. Reporter causality comment added. Upon internal review argus cases (B)(4) & (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female]. Hair loss [hair loss]. Menstrual bleeding & her menstrual flow lasts up to 10 days [prolonged heavy periods]. Loose teeth [loose tooth]. Excessive tiredness [fatigue extreme]. The patient has deep pain at the time of sexual intercourse [painful intercourse]. The patient has deep pain and bleeding at the time of sexual intercourse [post coital bleeding]. She presented a lot of pain, endless cramps and a lot of swelling in the abdomen area [lower abdominal pain]. She presented a lot of pain, endless cramps and a lot of swelling in the abdomen area [swelling abdomen]. Including the increase of nickel in the body [heavy metal poisoning]. Impairing her quality of life in an unquestionable way [impaired quality of life]. Lower back pain [low back pain]. Headache [headache]. There is necrosis and of the reproductive area [vaginal necrosis]. Bone loss [bone loss]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned abdominal pain. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), alopecia ("hair loss"), heavy menstrual bleeding ("menstrual bleeding & her menstrual flow lasts up to 10 days"), loose tooth ("loose teeth"), fatigue (" excessive tiredness"), dyspareunia ("the patient has deep pain at the time of sexual intercourse"), coital bleeding ("the patient has deep pain and bleeding at the time of sexual intercourse"), abdominal pain lower ("she presented a lot of pain, endless cramps and a lot of swelling in the abdomen area"), abdominal distension ("she presented a lot of pain, endless cramps and a lot of swelling in the abdomen area"), metal poisoning ("including the increase of nickel in the body"), impaired quality of life ("impairing her quality of life in an unquestionable way"), back pain ("lower back pain"), headache ("headache"), vaginal necrosis ("there is necrosis and of the reproductive area") and bone loss ("bone loss"). The patient was treated with ibuprofen as well as surgery (to remove essure). Essure was removed. At the time of the report, the alopecia, loose tooth, abdominal pain lower and bone loss had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, fatigue, dyspareunia, coital bleeding, abdominal distension, metal poisoning, impaired quality of life, back pain, headache and vaginal necrosis were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bone loss, coital bleeding, dyspareunia, fatigue, headache, heavy menstrual bleeding, impaired quality of life, loose tooth, metal poisoning, pelvic pain and vaginal necrosis to be related to essure administration. The reporter commented: the patient had not received the necessary assistance regarding the pain suffered after the insertion of the contraceptive method essure. The harmful act affected the right to free and conscious choice regarding family planning and frustrated the legitimate expectation of the appellant, who was exposed to damage and risks to her health about which she was not adequately aware. After years of medical negligence, it was found that pelvic pain in the lower back was directly linked to the use of contraceptives, medical documents connect pelvic and lumbar pain to essure. She had irreversible damage to her uterus and fallopian tubes, which had to be removed concomitantly with the contraceptive essure. The patient removed the essure, however, even after the removal the problems remained, consequences of the method are irreversible. The consequences were so serious that it was necessary to remove the uterus, fallopian tubes, and gallbladder. As a result of medical negligence, the patient lost her uterus and fallopian tubes. She underwent surgery to remove the organs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2025: quality safety evaluation of product technical complaint. Upon internal review, e and f codes were updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.